Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010; inratio: 2.9; lab: 4.9. Venous draw was performed within minutes of fingerstick. Patient has big bruises and swelling on leg. Patient was sent to the hospital and treated with vitamin k.